Event description:
The medication spilled on the ground and the patient had no sedation on [product administration interrupted] bag became unspiked (spike coming out off the bag near the opening randomly) and the medication spilled on the ground/ bag of medication and the bag unspiked and started leaking on to the floor [device leakage] case narrative: this initial spontaneous report concerns of product administration interrupted and device leakage in a patient from the united states. The patient's age at the time of experience was not reported. On 11-sep-2024, amneal pharmaceuticals received information from the pharmacist via an email concerning above-mentioned event experienced by the patient while on amneal's dexmedetomidine hci in 0.9% sodium chloride injection. Additional fu (#1) information received on 12-sep-2024, additional follow-up information received from pharmacist via a telephone call. Additional information included narrative was updated. Additional significant fu (2) information received on 18-sep-2024, additional follow-up information received from pharmacist via a telephone call. Additional information included reporter (department), suspect drug (dose description and lot number) and narrative were updated. Additional significant information (#3) was received on 23-sep-2024 from patient via an email. New information included; additional event (device issue) and narrative updated. On an unknown date, the patient was using dexmedetomidine hci in 0.9% sodium chloride injection. (Batch/lot: al230041, al230039 and expiration date: 30-sep-2025, ndc- 70121-1712-1) intravenous (therapy dates were not reported) for sedation. Current condition, history of allergies, co-suspect medication, concomitant medication, concurrent condition, history of procedures/ surgeries, history of smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. On an unknown date while administering the medication to the patients, they noticed that bag; became unspiked (spike coming out off the bag near the opening randomly) and the medication spilled on the ground and the patients had no sedation on and noticed the issue nearly of five bags. It was reported that this complaint was observed in neurology department and mentioned that when the nurse hanged a new bag of medication the bag unspiked and started leaking on to the floor. Upon asking she provided additional information that is updated in pc module and mentioned that this is the only information available with her. Further upon asking, they had a similar issue in cardiology department at same hospital for which she already reported the complaint on 11-sep-2024 however mentioned that she do not have any information available with her regarding that complaint. On 21-sep-2024, same event occurred again. This time being reported from the medical intensive care unit (micu). The bag had only been in place for approximately 15 minutes when the nurse reports, pump was alarming ¿air in line¿ and tubing was found disconnected from medication bag. Last action taken with dexmedetomidine hci in relation to product administration interrupted and device leakage was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product administration interrupted and device leakage was unknown. The reporter did not provide the causality of product administration interrupted and device leakage with dexmedetomidine hci. This case was considered as serious. The reportability of this case was expedited. Non-significant follow-up (4) information received on 10-oct-2024. Non-significant follow-up information was received from the pharmacist via an email. Additional information included: (reporter) phone number added. (Suspect) serial number added, and the narrative was updated. It was reported, this event involved lot: al230041, serial no: (B)(6). This is the fourth event, and the lot number matches the first event we reported. Pharmacist can send the bag, wrapper, and spike when pharmacist receive the return envelope. Non-significant follow-up (5) information received on 17-oct-2024. Non-significant follow-up information was received from the pharmacist via an email. Additional information included: narrative was updated. It was reported, this is the packaging for the fifth event that occurred on 13-oct-2024. Will send back the bag and the spike. Pharmacist have a ups label and will be sending back two bags and two spikes. Lot #al230041. Bag was hung on 11-oct-2024 and spontaneously un-spiked 2 days later. This significant follow up (#6) information received on 20-oct-2024. New information received includes qa investigation report, attached with this case. Investigation has been carried out by covering the review of manufacturing and packing process for the said product as well as batch record review. No deviation repotted during the batch and no processing step damage the twist off port which can resulted to repotted complaint. Twist off ports responsible for holding of the spike. Hence review of twist off ports used in the complaint lot, review of its ce1tificate of analysis, verification of retain samples and dimensions verification performed during the investigation. All evaluation found satisfactory. Historical review of received complaints is performed. 01 similar complaint received for different product, and it utilize the twist off port from the different manufacturer having different design. Cause of complaint inferred as handling issue by the nurse. Subjected lot of twist off ports also used in other 08 product batches. The complaint is the first complaint received at site for the product. Other 03 similar instance also received during the course of investigation, and all are for the same product and from the nurses of rhode island hospital through kathleen till date. The similar product having different fill volume (i.e. 50 ml) also released in us market. Other products manufactured at site also utilized the twit off ports from the same manufacturer also released in us market. No similar complaint received till date. One study has been performed by packaging development department using retain samples of complaint lot bags as well as other lots of same products, by inserting/ penetrating the spike into twist off port with full penetration, half penetration and just penetration. Spike kept in hanging position till bags were empty out. Study concluded that, leakage from the bag or spike dislodge from the bag was not observed if spike is fully or half inserted in the bag. Hence most probable cause associated with the reported complaint inferred as improper spiking technique followed by the nurse while handling of medicament. Reported complaint stands non-substantiated. We recommends to take care while spiking the bag for its proper insertion. Nurse had not reported any injury to patient. Also, no quality problem received with respect to product usage. As proactive approach MDR also raised by amneal. Hence no further impact identified with respect to product usage. Last action taken with dexmedetomidine hci in relation to product administration interrupted and device leakage was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product administration interrupted and device leakage was unknown. The reporter did not provide the causality of product administration interrupted and device leakage with dexmedetomidine hci. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
The medication spilled on the ground and the patient had no sedation on [product administration interrupted], bag became unspiked (spike coming out off the bag near the opening randomly) and the medication spilled on the ground/ bag of medication and the bag unspiked and started leaking on to the floor [device leakage]. Case narrative: this initial spontaneous report concerns of product administration interrupted and device leakage in a patient from the united states. The patient's age at the time of experience was not reported. On 11-sep-2024, amneal pharmaceuticals received information from the pharmacist via an email concerning above-mentioned event experienced by the patient while on amneal's dexmedetomidine hci in 0.9% sodium chloride injection. Additional fu (#1) information received on 12-sep-2024, additional follow-up information received from pharmacist via a telephone call. Additional information included narrative was updated. Additional significant fu (2) information received on 18-sep-2024, additional follow-up information received from pharmacist via a telephone call. Additional information included reporter (department), suspect drug (dose description and lot number) and narrative were updated. Additional significant information (#3) was received on (B)(6) 2024 from patient via an email. New information included additional event (device issue) and narrative updated. On an unknown date, the patient was using dexmedetomidine hci in 0.9% sodium chloride injection. (Batch/lot: al230041, al230039 and expiration date: 30-sep-2025, ndc- 70121-1712-1) intravenous (therapy dates were not reported) for sedation. Current condition, history of allergies, co-suspect medication, concomitant medication, concurrent condition, history of procedures/ surgeries, history of smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. On an unknown date while administering the medication to the patients, they noticed that bag; became unspiked (spike coming out off the bag near the opening randomly) and the medication spilled on the ground and the patients had no sedation on and noticed the issue nearly of five bags. It was reported that this complaint was observed in neurology department and mentioned that when the nurse hanged a new bag of medication the bag unspiked and started leaking on to the floor. Upon asking she provided additional information that is updated in pc module and mentioned that this is the only information available with her. Further upon asking, they had a similar issue in cardiology department at same hospital for which she already reported the complaint on (B)(6) 2024 however mentioned that she do not have any information available with her regarding that complaint. On (B)(6) 2024, same event occurred again. This time being reported from the medical intensive care unit (micu). The bag had only been in place for approximately 15 minutes when the nurse reports, pump was alarming ¿air in line¿ and tubing was found disconnected from medication bag. Last action taken with dexmedetomidine hci in relation to product administration interrupted and device leakage was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product administration interrupted and device leakage was unknown. The reporter did not provide the causality of product administration interrupted and device leakage with dexmedetomidine hci. This case was considered as serious. The reportability of this case was expedited. Non-significant follow-up (4) information received on 10-oct-2024. Non-significant follow-up information was received from the pharmacist via an email. Additional information included: (reporter) phone number added. (Suspect) serial number added, and the narrative was updated. It was reported, this event involved lot: al230041, serial no: (B)(6). This is the fourth event, and the lot number matches the first event we reported. Pharmacist can send the bag, wrapper, and spike when pharmacist receive the return envelope. Non-significant follow-up (5) information received on 17-oct-2024. Non-significant follow-up information was received from the pharmacist via an email. Additional information included: narrative was updated. It was reported; this is the packaging for the fifth event that occurred on 13-oct-2024. Will send back the bag and the spike. Pharmacist have a ups label and will be sending back two bags and two spikes. Lot#: al230041. Bag was hung on (B)(6) 2024 and spontaneously un-spiked 2 days later. This significant follow up (#6) information received on 20-oct-2024. New information received includes qa investigation report, attached with this case. Investigation has been carried out by covering the review of manufacturing and packing process for the said product as well as batch record review. No deviation repotted during the batch and no processing step damage the twist off port which can resulted to repotted complaint. Twist off ports responsible for holding of the spike. Hence review of twist off ports used in the complaint lot, review of its certificate of analysis, verification of retain samples and dimensions verification performed during the investigation. All evaluation found satisfactory. Historical review of received complaints is performed. 01 similar complaint received for different product, and it utilize the twist off port from the different manufacturer having different design. Cause of complaint inferred as handling issue by the nurse. Subjected lot of twist off ports also used in other 08 product batches. The complaint is the first complaint received at site for the product. Other 03 similar instance also received during the course of investigation, and all are for the same product and from the nurses of (B)(6) hospital through (B)(6) till date. The similar product having different fill volume (i.e. 50 ml) also released in us market. Other products manufactured at site also utilized the twit off ports from the same manufacturer also released in us market. No similar complaint received till date. One study has been performed by packaging development department using retain samples of complaint lot bags as well as other lots of same product, by inserting/ penetrating the spike into twist off port with full penetration, half penetration and just penetration. Spike kept in hanging position till bags were empty out. Study concluded that, leakage from the bag or spike dislodge from the bag was not observed if spike is fully or half inserted in the bag. Hence most probable cause associated with the reported complaint inferred as improper spiking technique followed by the nurse while handling of medicament. Reported complaint stands non-substantiated. We recommends to take care while spiking the bag for its proper insertion. Nurse had not reported any injury to patient. Also, no quality problem received with respect to product usage. As proactive approach MDR also raised by amneal. Hence no further impact identified with respect to product usage. Last action taken with dexmedetomidine hci in relation to product administration interrupted and device leakage was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product administration interrupted and device leakage was unknown. The reporter did not provide the causality of product administration interrupted and device leakage with dexmedetomidine hci. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product. This significant follow up (#7) information received on 24-oct-2024. New information received includes investigation report. Complaint sample was not provided from the complainant. Only photograph received. Investigation has been carried out by covering the review of manufacturing and packing process for the said product as well as batch record review. No deviation reported during the batch and no processing step damage the twist off port which can resulted to reported complaint. Twist off ports responsible for holding of the spike. Hence review of twist off ports used in the complaint lot, review of its certificate of analysis, verification of retain samples and dimensions verification performed during the investigation. All evaluation found satisfactory. Historical review of received complaints is performed. 02 similar complaint received in the past. 01 from different product having different twist off port, and 01 from the same product but different batch and from the same complainant. Cause of the complaint inferred as spike handling issue by the nurse. Subjected lot of twist off ports also used in other 08 product batches. The complaint is the second complaint received at site for the product. Other 02 similar instance also received during the course of investigation, and all are for the same product and from the nurses of (B)(6) hospital through (B)(6) till date. The similar product having different fill volume (i.e. 50 ml) also released in us market. Other products manufactured at site also utilized the twit off ports from the same manufacturer also released in us market. No similar complaint received till date. One study has been performed by packaging development department using retain samples of complaint lot bags as well as other lots of same product, by inserting/ penetrating the spike into twist off port with full penetration, half penetration and just penetration. Spike kept in hanging position till bags were empty out. Study concluded that, leakage from the bag or spike dislodge from the bag was not observed if spike is fully or half inserted in the bag. Hence most probable cause associated with the reported complaint inferred as improper spiking technique followed by the nurse while handling of medicament. Reported complaint stands non-substantiated. We recommend to take care while spiking the bag for its proper insertion. Nurse had not reported any serious/ major injury to patient. Also, no quality problem received with respect to product usage. As proactive approach MDR also raised by amneal. Hence no further impact identified with respect to product usage. Last action taken with dexmedetomidine hci in relation to product administration interrupted and device leakage was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product administration interrupted and device leakage was unknown. The reporter did not provide the causality of product administration interrupted and device leakage with dexmedetomidine hci. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#8) information received on 06-nov-2024. New information received includes investigation report, attached with this case. A complaint was received from 'medication and safety specialist' for the product: dexmedetomidine hcl in 0.9% sodium chloride injection; regarding the bag had only been in place for 15 min when the nurse reports. 'Pump was alarming' air in line and tubing was found disconnected from medication bag. Investigation has been carried out by covering the review of manufacturing and packing process for the said product (covering 100 ml and 50 ml fill pack as strength and lot number is not known). No processing step damage the twist off port which can result the reported complaint. Twist off port responsible for holding of spike. Hence review of coas of twist off ports used at site for product batches was carried out and all lots of twist off ports meet the acceptance criteria. Historical review of received complaints is performed. 03 similar complaint received in the past. 01 from different product having different twist off port, and 02 from the same product but different batch (as lot number of this complaint unknown) and from the same complainant. Cause of the complaint inferred as spike handling issue by the nurse. Other products manufactured at site also utilized the twit off port from the same manufacturer, also released in us market. No similar complaint received till date. One study has been performed by packaging development department using retain samples of complaint lot bags as well as other lots of same products, by inse1iing/ penetrating the spike into twist off port with full penetration, half penetration and just penetration. Spike kept in hanging position till bags were empty out. Study concluded that, leakage from the bag or spike dislodge from the bag was not observed if spike is fully or half inserted in the bag. Hence most probable cause associated with the reported complaint inferred as improper spiking technique followed by the nurse. Reported complaint stands non-substantiated. We recommend taking care while spiking the bag for its proper insertion. Nurse had not reported any serious/ major injury to patient. Also, no quality problem received with respect to product usage. Hence no further impact identified with respect to product usage. Last action taken with dexmedetomidine hci in relation to product administration interrupted and device leakage was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product administration interrupted and device leakage was unknown. The reporter did not provide the causality of product administration interrupted and device leakage with dexmedetomidine hci. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product. This significant follow up (#9) information received on 19-nov-2024. New information received includes investigation report, attached with this case. The investigation, conducted by reviewing the batch manufacturing and packing process, twist-off port specifications and physical dimensions verification of similar lot of twist off port from reserve samples. The findings indicated no deviations or damage during manufacturing, and the twist-off ports met all specifications. Review of twist off port issuance details shows that, the same lot of twist off ports used in other 05 batches of product with 100 ml fill volume and other 03 batches of product with 50 ml fill volume. Historical review of complaints revealed that, the complaints received from the same complainant and for the same product only till date. A study has been conducted by the packaging development department in which 15 bags belong to retain samples of different lots of the product and covering the different lots of twist off ports utilized to manufacture those lots. Packaging development department had used the spike from 02 different manufacturer and insert the spike in 03 different positions (full penetration, half penetration and just penetration). The ¿spike dislodge¿ was not observed in fully or half inserted bags. The investigation concluded that the complaints were not attributed to the manufacturing site and no corrective action was deemed necessary. No significant impact on product quality was identified, and no serious patient harm was reported. The complaints stand non substantiated. The most probable cause for the received complaints were due to improper spiking technique followed by the nurse or the spike has an unidentified issue. Last action taken with dexmedetomidine hci in relation to product administration interrupted and device leakage was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product administration interrupted and device leakage was unknown. The reporter did not provide the causality of product administration interrupted and device leakage with dexmedetomidine hci. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
The medication spilled on the ground and the patient had no sedation on [product administration interrupted]. Bag became unspiked (spike coming out off the bag near the opening randomly) and the medication spilled on the ground/ bag of medication and the bag unspiked and started leaking on to the floor [device leakage]. Case narrative: this initial spontaneous report concerns of product administration interrupted and device leakage in a patient from the united states. The patient's age at the time of experience was not reported. On 11-sep-2024, amneal pharmaceuticals received information from the pharmacist via an email concerning above-mentioned event experienced by the patient while on amneal's dexmedetomidine hci in 0.9% sodium chloride injection. Additional fu (#1) information received on 12-sep-2024, additional follow-up information received from pharmacist via a telephone call. Additional information included narrative was updated. Additional significant fu (2) information received on 18-sep-2024, additional follow-up information received from pharmacist via a telephone call. Additional information included reporter (department), suspect drug (dose description and lot number) and narrative were updated. Additional significant information (#3) was received on 23-sep-2024 from patient via an email. New information included; additional event (device issue) and narrative updated. On an unknown date, the patient was using dexmedetomidine hci in 0.9% sodium chloride injection. (Batch/lot: al230041, al230039 and expiration date: 30-sep-2025, ndc- 70121-1712-1) intravenous (therapy dates were not reported) for sedation. Current condition, history of allergies, co-suspect medication, concomitant medication, concurrent condition, history of procedures/ surgeries, history of smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. On an unknown date while administering the medication to the patients, they noticed that bag; became unspiked (spike coming out off the bag near the opening randomly) and the medication spilled on the ground and the patients had no sedation on and noticed the issue nearly of five bags. It was reported that this complaint was observed in neurology department and mentioned that when the nurse hanged a new bag of medication the bag unspiked and started leaking on to the floor. Upon asking she provided additional information that is updated in pc module and mentioned that this is the only information available with her. Further upon asking, they had a similar issue in cardiology department at same hospital for which she already reported the complaint on 11-sep-2024 however mentioned that she do not have any information available with her regarding that complaint. On 21-sep-2024, same event occurred again. This time being reported from the medical intensive care unit (micu). The bag had only been in place for approximately 15 minutes when the nurse reports, pump was alarming ¿air in line¿ and tubing was found disconnected from medication bag. Last action taken with dexmedetomidine hci in relation to product administration interrupted and device leakage was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product administration interrupted and device leakage was unknown. The reporter did not provide the causality of product administration interrupted and device leakage with dexmedetomidine hci. This case was considered as serious. The reportability of this case was expedited.

Event description:
The medication spilled on the ground and the patient had no sedation on [product administration interrupted]. Bag became unspiked (spike coming out off the bag near the opening randomly) and the medication spilled on the ground/ bag of medication and the bag unspiked and started leaking on to the floor [device leakage]. Case narrative: this initial spontaneous report concerns of product administration interrupted and device leakage in a patient from the united states. The patient's age at the time of experience was not reported. On 11-sep-2024, amneal pharmaceuticals received information from the pharmacist via an email concerning above-mentioned event experienced by the patient while on amneal's dexmedetomidine hci in 0.9% sodium chloride injection. Additional fu (#1) information received on 12-sep-2024, additional follow-up information received from pharmacist via a telephone call. Additional information included narrative was updated. Additional significant fu (2) information received on 18-sep-2024, additional follow-up information received from pharmacist via a telephone call. Additional information included reporter (department), suspect drug (dose description and lot number) and narrative were updated. Additional significant information (#3) was received on 23-sep-2024 from patient via an email. New information included additional event (device issue) and narrative updated. On an unknown date, the patient was using dexmedetomidine hci in 0.9% sodium chloride injection. (Batch/lot: al230041, al230039 and expiration date: 30-sep-2025, ndc- 70121-1712-1) intravenous (therapy dates were not reported) for sedation. Current condition, history of allergies, co-suspect medication, concomitant medication, concurrent condition, history of procedures/ surgeries, history of smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. On an unknown date while administering the medication to the patients, they noticed that bag; became unspiked (spike coming out off the bag near the opening randomly) and the medication spilled on the ground and the patients had no sedation on and noticed the issue nearly of five bags. It was reported that this complaint was observed in neurology department and mentioned that when the nurse hanged a new bag of medication the bag unspiked and started leaking on to the floor. Upon asking she provided additional information that is updated in pc module and mentioned that this is the only information available with her. Further upon asking, they had a similar issue in cardiology department at same hospital for which she already reported the complaint on 11-sep-2024 however mentioned that she do not have any information available with her regarding that complaint. On (B)(6) 2024, same event occurred again. This time being reported from the medical intensive care unit (micu). The bag had only been in place for approximately 15 minutes when the nurse reports, pump was alarming ¿air in line¿ and tubing was found disconnected from medication bag. Last action taken with dexmedetomidine hci in relation to product administration interrupted and device leakage was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product administration interrupted and device leakage was unknown. The reporter did not provide the causality of product administration interrupted and device leakage with dexmedetomidine hci. This case was considered as serious. The reportability of this case was expedited. Non-significant follow-up (4) information received on 10-oct-2024. Non-significant follow-up information was received from the pharmacist via an email. Additional information included: (reporter) phone number added. (Suspect) serial number added, and the narrative was updated. It was reported, this event involved lot: al230041, serial no: (B)(6). This is the fourth event, and the lot number matches the first event we reported. Pharmacist can send the bag, wrapper, and spike when pharmacist receive the return envelope. Non-significant follow-up (5) information received on 17-oct-2024. Non-significant follow-up information was received from the pharmacist via an email. Additional information included: narrative was updated. It was reported; this is the packaging for the fifth event that occurred on 13-oct-2024. Will send back the bag and the spike. Pharmacist have a ups label and will be sending back two bags and two spikes. Lot#: al230041. Bag was hung on (B)(6) 2024 and spontaneously un-spiked 2 days later. This significant follow up (#6) information received on 20-oct-2024. Investigation has been carried out by covering the review of manufacturing and packing process for the said product as well as batch record review. No deviation repotted during the batch and no processing step damage the twist off port which can resulted to repotted complaint. Twist off ports responsible for holding of the spike. Hence review of twist off ports used in the complaint lot, review of its certificate of analysis, verification of retain samples and dimensions verification performed during the investigation. All evaluation found satisfactory. Historical review of received complaints is performed. 01 similar complaint received for different product, and it utilize the twist off port from the different manufacturer having different design. Cause of complaint inferred as handling issue by the nurse. Subjected lot of twist off ports also used in other 08 product batches. The complaint is the first complaint received at site for the product. Other 03 similar instance also received during the course of investigation, and all are for the same product and from the nurses of (B)(6) hospital through (B)(6) till date. The similar product having different fill volume (i.e. 50 ml) also released in us market. Other products manufactured at site also utilized the twit off ports from the same manufacturer also released in us market. No similar complaint received till date. One study has been performed by packaging development department using retain samples of complaint lot bags as well as other lots of same products, by inserting/ penetrating the spike into twist off port with full penetration, half penetration and just penetration. Spike kept in hanging position till bags were empty out. Study concluded that, leakage from the bag or spike dislodge from the bag was not observed if spike is fully or half inserted in the bag. Hence most probable cause associated with the reported complaint inferred as improper spiking technique followed by the nurse while handling of medicament. Reported complaint stands non-substantiated. We recommends taking care while spiking the bag for its proper insertion. Nurse had not reported any injury to patient. Also, no quality problem received with respect to product usage. As proactive approach MDR also raised by amneal. Hence no further impact identified with respect to product usage. Last action taken with dexmedetomidine hci in relation to product administration interrupted and device leakage was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product administration interrupted and device leakage was unknown. The reporter did not provide the causality of product administration interrupted and device leakage with dexmedetomidine hci. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product. This significant follow up (#7) information received on 24-oct-2024. New information received includes investigation report, attached with this case. Complaint sample was not provided from the complainant. Only photograph received. Investigation has been carried out by covering the review of manufacturing and packing process for the said product as well as batch record review. No deviation reported during the batch and no processing step damage the twist off port which can resulted to reported complaint. Twist off ports responsible for holding of the spike. Hence review of twist off ports used in the complaint lot, review of its certificate of analysis, verification of retain samples and dimensions verification performed during the investigation. All evaluation found satisfactory. Historical review of received complaints is performed. 02 similar complaint received in the past. 01 from different product having different twist off port, and 01 from the same product but different batch and from the same complainant. Cause of the complaint inferred as spike handling issue by the nurse. Subjected lot of twist off ports also used in other 08 product batches. The complaint is the second complaint received at site for the product. Other 02 similar instance also received during the course of investigation, and all are for the same product and from the nurses of (B)(6) hospital through (B)(6) till date. The similar product having different fill volume (i.e. 50 ml) also released in us market. Other products manufactured at site also utilized the twit off ports from the same manufacturer also released in us market. No similar complaint received till date. One study has been performed by packaging development department using retain samples of complaint lot bags as well as other lots of same products, by inserting/ penetrating the spike into twist off port with full penetration, half penetration and just penetration. Spike kept in hanging position till bags were empty out. Study concluded that, leakage from the bag or spike dislodge from the bag was not observed if spike is fully or half inserted in the bag. Hence most probable cause associated with the reported complaint inferred as improper spiking technique followed by the nurse while handling of medicament. Reported complaint stands non-substantiated. We recommend taking care while spiking the bag for its proper insertion. Nurse had not reported any serious/ major injury to patient. Also, no quality problem received with respect to product usage. As proactive approach MDR also raised by amneal. Hence no further impact identified with respect to product usage. Last action taken with dexmedetomidine hci in relation to product administration interrupted and device leakage was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product administration interrupted and device leakage was unknown. The reporter did not provide the causality of product administration interrupted and device leakage with dexmedetomidine hci. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#8) information received on 06-nov-2024. New information received includes investigation report, attached with this case. A complaint was received from 'medication and safety specialist' for the product: dexmedetomidine hcl in 0.9% sodium chloride injection; regarding the bag had only been in place for 15 min when the nurse reports. 'Pump was alarming' air in line and tubing was found disconnected from medication bag. Investigation has been carried out by covering the review of manufacturing and packing process for the said product (covering 100 ml and 50 ml fill pack as strength and lot number is not known). No processing step damage the twist off port which can result the reported complaint. Twist off port responsible for holding of spike. Hence review of coas of twist off ports used at site for product batches was carried out and all lots of twist off ports meet the acceptance criteria. Historical review of received complaints is performed. 03 similar complaint received in the past. 01 from different product having different twist off port, and 02 from the same product but different batch (as lot number of this complaint unknown) and from the same complainant. Cause of the complaint inferred as spike handling issue by the nurse. Other products manufactured at site also utilized the twit off port from the same manufacturer, also released in us market. No similar complaint received till date. One study has been performed by packaging development department using retain samples of complaint lot bags as well as other lots of same products, by inse1iing/ penetrating the spike into twist off port with full penetration, half penetration and just penetration. Spike kept in hanging position till bags were empty out. Study concluded that, leakage from the bag or spike dislodge from the bag was not observed if spike is fully or half inserted in the bag. Hence most probable cause associated with the reported complaint inferred as improper spiking technique followed by the nurse. Reported complaint stands non-substantiated. We recommend taking care while spiking the bag for its proper insertion. Nurse had not reported any serious/ major injury to patient. Also, no quality problem received with respect to product usage. Hence no further impact identified with respect to product usage. Last action taken with dexmedetomidine hci in relation to product administration interrupted and device leakage was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product administration interrupted and device leakage was unknown. The reporter did not provide the causality of product administration interrupted and device leakage with dexmedetomidine hci. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
The medication spilled on the ground and the patient had no sedation on [product administration interrupted], bag became unspiked (spike coming out off the bag near the opening randomly) and the medication spilled on the ground/ bag of medication and the bag unspiked and started leaking on to the floor [device leakage]. Case narrative: this initial spontaneous report concerns of product administration interrupted and device leakage in a patient from the united states. The patient's age at the time of experience was not reported. On 11-sep-2024, amneal pharmaceuticals received information from the pharmacist via an email concerning above-mentioned event experienced by the patient while on amneal's dexmedetomidine hci in 0.9% sodium chloride injection. Additional fu (#1) information received on 12-sep-2024, additional follow-up information received from pharmacist via a telephone call. Additional information included narrative was updated. Additional significant fu (2) information received on 18-sep-2024, additional follow-up information received from pharmacist via a telephone call. Additional information included reporter (department), suspect drug (dose description and lot number) and narrative were updated. Additional significant information (#3) was received on 23-sep-2024 from patient via an email. New information included; additional event (device issue) and narrative updated. On an unknown date, the patient was using dexmedetomidine hci in 0.9% sodium chloride injection. (Batch/lot: al230041, al230039 and expiration date: 30-sep-2025, ndc- 70121-1712-1) intravenous (therapy dates were not reported) for sedation. Current condition, history of allergies, co-suspect medication, concomitant medication, concurrent condition, history of procedures/ surgeries, history of smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. On an unknown date while administering the medication to the patients, they noticed that bag; became unspiked (spike coming out off the bag near the opening randomly) and the medication spilled on the ground and the patients had no sedation on and noticed the issue nearly of five bags. It was reported that this complaint was observed in neurology department and mentioned that when the nurse hanged a new bag of medication the bag unspiked and started leaking on to the floor. Upon asking she provided additional information that is updated in pc module and mentioned that this is the only information available with her. Further upon asking, they had a similar issue in cardiology department at same hospital for which she already reported the complaint on (B)(6) 2024 however mentioned that she do not have any information available with her regarding that complaint. On 21-sep-2024, same event occurred again. This time being reported from the medical intensive care unit (micu). The bag had only been in place for approximately 15 minutes when the nurse reports, pump was alarming ¿air in line¿ and tubing was found disconnected from medication bag. Last action taken with dexmedetomidine hci in relation to product administration interrupted and device leakage was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product administration interrupted and device leakage was unknown. The reporter did not provide the causality of product administration interrupted and device leakage with dexmedetomidine hci. This case was considered as serious. The reportability of this case was expedited. Non-significant follow-up (4) information received on 10-oct-2024. Non-significant follow-up information was received from the pharmacist via an email. Additional information included: (reporter) phone number added. (Suspect) serial number added, and the narrative was updated. It was reported, this event involved lot: al230041, serial no: (B)(6). This is the fourth event, and the lot number matches the first event we reported. Pharmacist can send the bag, wrapper, and spike when pharmacist receive the return envelope. Non-significant follow-up (5) information received on 17-oct-2024. Non-significant follow-up information was received from the pharmacist via an email. Additional information included: narrative was updated. It was reported, this is the packaging for the fifth event that occurred on 13-oct-2024. Will send back the bag and the spike. Pharmacist have a ups label and will be sending back two bags and two spikes. Lot#: al230041. Bag was hung on (B)(6) 2024 and spontaneously un-spiked 2 days later. This significant follow up (#6) information received on 20-oct-2024. New information received includes qa investigation report, attached with this case. Investigation has been carried out by covering the review of manufacturing and packing process for the said product as well as batch record review. No deviation repotted during the batch and no processing step damage the twist off port which can resulted to repotted complaint. Twist off ports responsible for holding of the spike. Hence review of twist off ports used in the complaint lot, review of its certificate of analysis, verification of retain samples and dimensions verification performed during the investigation. All evaluation found satisfactory. Historical review of received complaints is performed. 01 similar complaint received for different product, and it utilize the twist off port from the different manufacturer having different design. Cause of complaint inferred as handling issue by the nurse. Subjected lot of twist off ports also used in other 08 product batches. The complaint is the first complaint received at site for the product. Other 03 similar instance also received during the course of investigation, and all are for the same product and from the nurses of (B)(6) hospital through (B)(6) till date. The similar product having different fill volume (i.e. 50 ml) also released in us market. Other products manufactured at site also utilized the twit off ports from the same manufacturer also released in us market. No similar complaint received till date. One study has been performed by packaging development department using retain samples of complaint lot bags as well as other lots of same product, by inserting/ penetrating the spike into twist off port with full penetration, half penetration and just penetration. Spike kept in hanging position till bags were empty out. Study concluded that, leakage from the bag or spike dislodge from the bag was not observed if spike is fully or half inserted in the bag. Hence most probable cause associated with the reported complaint inferred as improper spiking technique followed by the nurse while handling of medicament. Reported complaint stands non-substantiated. We recommends to take care while spiking the bag for its proper insertion. Nurse had not reported any injury to patient. Also, no quality problem received with respect to product usage. As proactive approach MDR also raised by amneal. Hence no further impact identified with respect to product usage. Last action taken with dexmedetomidine hci in relation to product administration interrupted and device leakage was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product administration interrupted and device leakage was unknown. The reporter did not provide the causality of product administration interrupted and device leakage with dexmedetomidine hci. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product. This significant follow up (#7) information received on 24-oct-2024. New information received includes investigation report, attached with this case. Complaint sample was not provided from the complainant. Only photograph received. Investigation has been carried out by covering the review of manufacturing and packing process for the said product as well as batch record review. No deviation reported during the batch and no processing step damage the twist off port which can resulted to reported complaint. Twist off ports responsible for holding of the spike. Hence review of twist off ports used in the complaint lot, review of its certificate of analysis, verification of retain samples and dimensions verification performed during the investigation. All evaluation found satisfactory. Historical review of received complaints is performed. 02 similar complaint received in the past. 01 from different product having different twist off port, and 01 from the same product but different batch and from the same complainant. Cause of the complaint inferred as spike handling issue by the nurse. Subjected lot of twist off ports also used in other 08 product batches. The complaint is the second complaint received at site for the product. Other 02 similar instance also received during the course of investigation, and all are for the same product and from the nurses of (B)(6) hospital through (B)(6) till date. The similar product having different fill volume (i.e. 50 ml) also released in us market. Other products manufactured at site also utilized the twit off ports from the same manufacturer also released in us market. No similar complaint received till date. One study has been performed by packaging development department using retain samples of complaint lot bags as well as other lots of same product, by inserting/ penetrating the spike into twist off port with full penetration, half penetration and just penetration. Spike kept in hanging position till bags were empty out. Study concluded that, leakage from the bag or spike dislodge from the bag was not observed if spike is fully or half inserted in the bag. Hence most probable cause associated with the reported complaint inferred as improper spiking technique followed by the nurse while handling of medicament. Reported complaint stands non-substantiated. We recommend to take care while spiking the bag for its proper insertion. Nurse had not reported any serious/ major injury to patient. Also, no quality problem received with respect to product usage. As proactive approach MDR also raised by amneal. Hence no further impact identified with respect to product usage. Last action taken with dexmedetomidine hci in relation to product administration interrupted and device leakage was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product administration interrupted and device leakage was unknown. The reporter did not provide the causality of product administration interrupted and device leakage with dexmedetomidine hci. This case was considered as serious. The reportability of this case was expedited.